Event description:
Found during routine testing. The customer called to report the device's defibrillation function does not deliver energy. There was no patient associated with the report.

Manufacturer narrative:
Physio-control provided technical assistance and parts information to replace the main pcb assembly. The reporter stated that the device now operates properly.